Event description:
Materials: 309632. Batch#: 4037835. It was reported that the bd luer-lok had foreign matter. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Please provide the date of event: october 9th, 2024. Please describe the issue in more detail? When the operator took the 5ml syringe out of the package it was noted that the syringe has an oily black substance that was also had transferred slightly to the paper portion of the package as well as the operators glove. Please provide the batch# or lot# number? 4037835. Please provide the material# or ref# number? 309632 syr/ndl 5cc 21g 1" 100/pk. Please share the captured photo of the event if available: not available. Any sample available for investigation? Not available. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event: the issue was not patient related. There was no harm to patient. The issue was discovered prior to patient involvement.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.